Event description:
Account experiencing discrepant calcium results. The following 6 patient examples were provided. Sample 1, initial result gave 10.0 mg/dl; repeat gave 7.7 mg/dl. The field service representative determiend the cause to be due to defective valves 16 & 17, and replaced valves.

Event description:
Account experiencing discrepant calcium results. The following 6 patient examples were provided. Sample 6: initial result gave 11.8 mg/dl; repeat gave 9.1mg/dl. It was also noted the calibrator with known value of 10.8 mg/dl was tested as a patient sample and gave the following results: 13.9, 13.6, 13.5, 13.6, and 13.5 mg/dl. The field service representative determined the cause to be due to defective valves 16 & 17, and replaced valves.

Event description:
Account experiencing discrepant calcium results. The following 6 patient examples were provided. Sample 5: initial result gave 11.4 mg/dl; repeat gave 9.0 mg/dl. The field service representative determined the cause to be due to defective valves 16 & 17, and replaced valves.

Event description:
Account experiencing discrepant calcium results. The following 6 patient examples were provided. Sample 3: initial result gave 12.2 mg/dl; repeat gave 10.1 mg/dl. The field service representative determined the cause to be due to defective valves 16 & 17, and replaced valves.

Event description:
Account experiencing discrepant calcium results. The following 6 patient examples were provided. Sample 4: initial result gave 11.2 mg/dl; repeat gave 8.8 mg/dl. The field service representative determined the cause to be due to defective valves 16 & 17, and replaced valves.

Event description:
Account experiencing discrepant calcium results. The following 6 patient examples were provided. Sample 2, initial result gave 11.8 mg/dl; repeat gave 9.6 mg/dl. The field service representative determined the cause to be due to defective valves 16 & 17, and replaced valves.